Event description:
Report received from the USA stating that the "end of the hose got stuck in the foot pedal, damaging it" during routine inspection. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additonal info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. This is most likely due to normal wear over time. The event was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).